Manufacturer narrative:
Epuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: e1: initial reporter is j&j company representative. H4 device history a review of the receiving inspection torque wrench was conducted identifying that lot number km941178 released in one batch. Supplier: (B)(4). ¿ batch1: lot qty of (B)(4) units were released on 02 sep 2022 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on aug 8, 2024, during routine incoming inspection of a loaner set at the hospital, it was observed that the 80 in.lb f t-handle was found to be out of drawing specification. The drawing specification is 72: 88 in.lbf. The torque tested high @ 92.93 in.lbf. There was no known patient or hospital involvement. The product has been quarantined. This report is for one torque wrench. This is report 1 of 1 for (B)(4).